Event description:
It was reported that this cardiac resynchronization therapy defibrillator system (crt-d) exhibited noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was noted that the recorded episodes exhibited noise oversensing on the rv lead, right atrial (ra) lead, and left ventricular (lv) lead channels; with some undersensing of the intrinsic activity on the rv and ra channels. Further review also identified an instance of rv pacing inhibition which caused the patient to experience bradycardia. Additionally, a decrease in the amplitude of the rv activity was identified. Ts advised the physician on programming options, and mentioned that the sensing issues are likely related to a left ventricular assist device implanted on the patient. No additional adverse patient effects were reported. This crt-d system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system (crt-d) exhibited noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was noted that the recorded episodes exhibited noise oversensing on the rv lead, right atrial (ra) lead, and left ventricular (lv) lead channels; with some undersensing of the intrinsic activity on the rv and ra channels. Further review also identified an instance of rv pacing inhibition which caused the patient to experience bradycardia. Additionally, a decrease in the amplitude of the rv activity was identified. Ts advised the physician on programming options and mentioned that the sensing issues are likely related to a left ventricular assist device implanted on the patient. No additional adverse patient effects were reported. This crt-d system remains in service. Additional information was received indicating that this rv lead was subsequently surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator system (crt-d) exhibited noise on the right ventricular (rv) lead channel. Technical services (ts) was consulted, and upon review it was noted that the recorded episodes exhibited noise oversensing on the rv lead, right atrial (ra) lead, and left ventricular (lv) lead channels; with some undersensing of the intrinsic activity on the rv and ra channels. Further review also identified an instance of rv pacing inhibition which caused the patient to experience bradycardia. Additionally, a decrease in the amplitude of the rv activity was identified. Ts advised the physician on programming options and mentioned that the sensing issues are likely related to a left ventricular assist device implanted on the patient. No additional adverse patient effects were reported. This crt-d system remains in service. Additional information was received indicating that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Correction to device status.